Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect atrial septal defect requiring intervention as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A conclusive cause for the reported difficulties, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Patient codes: 2511 labeled device codes: 2993 labeled na internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the atrial septal defect (asd). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. After the transseptal puncture, a balloon catheter was used to further dilate the septum as a long sheath did not advance well through it. The steerable guide catheter (sgc) and clip delivery system (cds) were able to advanced without issue. One clip was implanted, reducing the mr to 1-2. After withdrawal of the sgc, a right to left shunt (asd) occurred with every 2-3 beats. There was no effect on the patient therefore the procedure was completed without treatment. No additional information was provided.